Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017 due to an ischemic stroke. On (B)(6) 2017, the patient had an acute stroke, which resulted in right sided hemiplegia, aphasia, dysphagia, and hemi-neglect. The patient was given heparin. The chance of a meaningful recovery was deemed low and support was discontinued per the family¿s wishes. It was also reported that on (B)(6) 2017, the patient had a driveline exit site debridement to treat staphylococcus epidermidis. No additional information was reported.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported ischemic stroke and driveline infection could not be conclusively determined. The instructions for use lists stroke and infection as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.